Event description:
An endoscopic examination was performed for postoperative follow-up of a patient who underwent laparoscopic sleeve gastrectomy. After retroflexed observation, the physician was unable to release the bending section. Another physician inserted a different endoscope, and both physicians collaborated to release the bend. The endoscope was then removed. Bleeding was controlled with clips, and the patient was admitted for observation.

Manufacturer narrative:
The local service engineer inspected the endoscope's bending function but found no abnormalities. It is believed that the patient's narrowed gastrointestinal tract, resulting from laparoscopic sleeve gastrectomy, prevented the bending section from straightening out from the retroflexed position. The physician also does not consider this to be an endoscope malfunction. The instruction manual cautions regarding retroflexed observation in narrow tract. The UDI-di for this product in the united states is (B)(4).